Event description:
The initial reporter stated that the pump was alarming error code 10 persistently. They stated that this resulted in a fourteen hour delay of therapy and that the patient is unable to receive their feeding by supplementing with another feeding method. Mmd did follow up with the initial reporter and they reported that the patient had not experienced any adverse effects due to the complaint. They did not provide any additional information. (B)(4).

Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the pump log showed multiple low battery alarms and one occurrence of error code 10, but not a persistent alarm. The pump was serviced to correct the battery issue. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming error code 10 persistently. They stated that this resulted in a fourteen hour delay of therapy and that the patient is unable to receive their feeding by supplementing with another feeding method. Mmd did follow up with the initial reporter and they reported that the patient had not experienced any adverse effects due to the complaint. They did not provide any additional information. Complaint (B)(4).